Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that during patient support, the impella cp had "sensor failure". The device was explanted as a result. There was no reported patient harm.

Manufacturer narrative:
The investigation for the optical signal issue has been completed. An impella cp was inserted through the femoral artery with no complications pre-pci. During the case, there was a sensor failure, and the pump was removed as a result 6 hours after implant. No other clinical details were given. Product and logs were not returned. The root cause of the optical signal issue was not determined since product/logs were not returned and insufficient clinical evidence was provided.